Event description:
It was reported that an ilet user experienced hypoglycemia after lunch, self-treated with a large amount of carbohydrates, and subsequently developed hyperglycemia with a reported peak glucose of 344 mg/dl; the event involved user management of glucose rather than a device malfunction. Symptoms included severe low blood glucose at 39 mg/dl followed by polydipsia and polyuria. Outcomes included transient high glucose that improved to 175 mg/dl later the same day without the need for medical intervention or hospitalization. Investigation included review of user-reported history and troubleshooting education focused on appropriate treatment of hypoglycemia to avoid overtreatment. Investigation of this case revealed user overcorrection of a low as the precipitating factor for the subsequent hyperglycemia. It was concluded that the event was related to user response to hypoglycemia and not to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.